Manufacturer narrative:
Performed visual inspection on returned sensor patch. No issues observed. Data was extracted using approved software. Sensor was in state 5, which is normal termination. Observed sensor plug assembly was properly seated in mount. Removed sensor plug assembly. Performed a visual inspection and no issues were found. Performed simvivo test using approved text fixture. Results were within the acceptable range. No product deficiency was identified.

Event description:
Customer reported their adc freestyle libre sensor produced a ¿replace sensor¿ message after seven days of wear. Customer further reported that on (B)(6) 2018 they became hypoglycemic and lost consciousness. Customer¿s father administered a glucagon injection and then the customer was taken to a hospital. At the hospital, the customer was given additional unspecified ¿glucose¿ and chocolate. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported their adc freestyle libre sensor produced a ¿replace sensor¿ message after seven days of wear. Customer further reported that on (B)(6) 2018 they became hypoglycemic and lost consciousness. Customer¿s father administered a glucagon injection and then the customer was taken to a hospital. At the hospital, the customer was given additional unspecified ¿glucose¿ and chocolate. There was no report of death or permanent injury associated with this event.